Event description:
It was observed during the device inspection, that the maintenance unit's alternating current inlet was damaged with a crack at the rear. Additionally, the power switch was damaged. There were no reports of patient involvement.

Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. Correction to g2 of the initial report. "Foreign" should not have been selected as a report source. Correction to h6 "component code" of the initial report, "925 - pump" is being corrected to "499 - power switch" and "4761 - access port". Correction to h6 "medical device problem code" of the initial report, "1405 - moisture damage" is being corrected to "1069 - break". H4: the manufacture date was determined to be in 1993 but a definitive date could not be determined. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the alternating current inlet, and the power switch were damaged. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the maintenance unit exhibited damage from being submerged in water. There were no reports of patient involvement.